Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The balloon rupture was determined to be due to case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling. (B)(4).

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and heavy calcification in the superficial femoral/popliteal artery. The armada 18 balloon catheter was prepped per the instructions for use without any issues noted. The armada 18 was advanced to the target lesion with no resistance and at the first inflation to nominal the balloon ruptured. The armada 18 was removed from the patient's anatomy with no issues. The vessel was stented due to heavy calcium. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.